Manufacturer narrative:
Ref comp #(B)(4). Based on the investigation reports manufacturer has concluded that there is no problem with the MRI system and receiver coil, call ball and the patient setting was no problem.

Event description:
On may 2nd 2024, fujifilm healthcare americas corporation was informed of an event involving sys/mr/elite. It was reported that the patient complained of a burn on her shoulder. Images were taken and her shoulder is red. There is a patient injury. No additional information was provided.

Manufacturer narrative:
Ref comp (B)(4)